Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: the device was not returned to depuy synthes for evaluation, however photos were provided for review. Review of the provided photos reveled there was no damage or defects with the vmp endurance 80g. There is not enough evidence in the photo to confirm the allegation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history: manufacturing date: 2022-05-23. Expiry date: 2024-04-30. Quantity: (B)(4). There were 4 non-conformances on this lot. On review of the applicable ncs none have been identified which would contribute to the complaint event. All qc and microbiology testing met specification. Device history review: a review of the DHR has confirmed that there were no process issues documented that could contribute to the event described.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Was there a breach in the integrity of the seal of the package? The package containing the tube in the cement sterilization package had been opened.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, the patient underwent the surgery via tka for oa. In the surgery, one side of the package containing the tube in the cement sterilization package had been opened. The products were used as was. The surgery was completed successfully without any surgical delay. The surgeon inquired whether the sterilization condition was guaranteed and whether it was in an appropriate condition. No further information is available.